Manufacturer narrative:
B2, h1: a risk to the patient's health could not be excluded for these specific circumstances, since it has been alleged that a brainlab device has caused or contributed to a lead placement in the patient's brain in a different position than desired, although according to the information available: there is no allegation of an actual serious injury at this event contained in the attached medwatch report by the user facility. There is no indication of a systematic error or malfunction of the brainlab device from this report of a mere involvement of a brainlab device to an alleged malposition (and no actual contribution by a brainlab device or its use could be established by the user facility to the alleged malposition as per the information provided in the user facility's medwatch authority report to the FDA). Corresponding brainlab measures to minimize the potentially related already anticipated risk as low as reasonably practicable are in place. H6: as there are no further details available or retrievable for brainlab, an actual contribution of the brainlab device to the undesired lead placement can neither be confirmed nor disproven.

Event description:
Brainlab has received the following medwatch report #mw5157801 on aug 21, 2024 from us FDA: "malposition of the lead resulting in lead edema was reported. The cause is believed to be due to incorrect planning of the software (brainlab) or the frame system (rm)." As the initial reporter asked to remain confidential, and also no existing brainlab complaint file could be found that would match the criteria of the event described in the report, brainlab is not able to clarify with the unknown user facility/surgeon/clinician regarding further details on a potential contribution of a brainlab device or its use, nor regarding patient effects.